Manufacturer narrative:
The customer complaint of the secondary merrem flowed to the primary tubing could not be confirmed due to the product was not returned for failure investigation. A few pictures of the set up was provided by the customer, however it was hard to tell if the secondary medication back flow into the primary solution. The root cause of this failure was not identified.

Manufacturer narrative:
Concomitant products: secondary 50 ml bag, baxter 0.9% sodium chloride injection ndc 0338-0553-11, lot p350413; primary 250 ml ns bag, vial of meropenem (merrem); therapy date (B)(6) 2016. Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported during a secondary infusion on the medical/surgical unit, the yellow drug in the secondary bag ran faster than expected, and backed up into the primary line turning the primary line yellow. Merrem 1000 mg in 50 ml, ¿ordered at 12.5 ml/hr over 4 hours but rn claims it infused in approximately 30 minutes.¿ no patient harm was reported as a result of the event and no further details are available.